Event description:
It was reported that three sequoia closure tops were stripped during surgery. A fourth closure top was used to complete the surgery. There was no patient impact; however, there was a 30 minute delay. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00207 through 3012447612-2025-00209.

Event description:
It was reported that three sequoia closure tops were stripped during surgery. A fourth closure top was used to complete the surgery. There was no patient impact; however, there was a 30 minute delay. This is report two of three for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the drive mechanism has deformation damage. Root cause: this event could possibly be attributed to off-axis forces applied during use or not fully seating the driver in the driver pocket. DHR review: there was one non-conformance associated with this lot related to cut samples not received by the supplier at inspection. There were 3278 non-conforming pieces in the lot. Per the disposition of ncr 5895, nine pieces were sent back to the vendor. The remaining 3269 were dispositioned as standard rework prior to the lot leaving highridge medical control. The device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.